Manufacturer narrative:
Result and conclusion: tripped circuit breaker needed to be reset.

Event description:
It was reported by service report that was no power to the bed. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.